Event description:
During the atrial fibrillation procedure, an air leak occurred. The sheath was inserted into the heart, the septal puncture was performed, and the dilator was removed. When aspiration was performed to flush, air was aspirated. Aspiration was performed several times, but air could not be completely removed. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was identified.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis seal. A puncture was noted in the proximal seal and tearing was noted in the distal seal, consistent with the reported leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn and punctured seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.